Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed on the left main (lm) coronary artery. During this intervention, the 4.5x12mm nc trek balloon catheter was hard to deflate. The balloon was then bulky and hard to remove from the vessel. There was no adverse patient effect reported and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deflation issue and bunched balloon were not confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified multiple manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed one similar complaint from this lot which is associated with an exception. The reported difficulty removing the device and balloon bunching appears to be related to operational context. The investigation determined the reported deflation issue appears to be related to a potential product quality issue. Abbott vascular will continue to trend the performance of these devices.